Event description:
The pt called lifescan and alleged the one touch ultra meter control solution test was reading inaccurately high. No medical attention or treatment was received. The customer care rep performed troubleshooting and twice the control solution test was not within range. C129 (90-122) based on the info obtained from the pt there is indication the product malfunctioned. The meter and test strips were replaced and return expected.